Manufacturer narrative:
Tracking# 50044. D6: device returned with no lot identification. Proximate I l s intraluminal stapler: based on the info received & the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with one of the trocar clips bent. Due to the damage to the trocar clip, the instrument could not be functionally tested. The anvil would reattach to the instrument, but the instrument could not be dialed down into the safe green firing range with the anvil attached. It could not be determined as to how the damage to the trocar clip occurred.

Event description:
It was reported the cdh25 was used during a total gastrectomy. It was reported by the affiliate the anvil would not reattach to the shaft (it was not locked properly). The device was not used. There was no consequence to the patient.